Manufacturer narrative:
The incident report stated that the number of occurrences was 2.0 (corresponding genicon, inc. Complaint # is (B)(4). Medwatch report 3002590791-2020-00078 was submitted for the first device/occurrence. This medwatch report is being submitted for the second device/occurrence. The incident report was reported by healthtrust to genicon's distributor progressive medical, inc. On (B)(6) 2020, and then progressive medical, inc. Representative forwarded it to genicon, inc. On (B)(6) 2020. Progressive medical, inc. Has made multiple attempts to obtain additional information on the following dates: (B)(6) 2020. No devices have been returned to genicon, inc. For evaluation for either alleged occurrence. In addition, no photographs were provided.

Event description:
"The bag tore during removal. This is the second instance. Reported to vendor representative. Reporting purposes only." Please note: this report is being filed out of an abundance of caution. After multiple attempts to collect additional information, we have no product details, no patient status, and we don't know the date of occurrence of the alleged incident. The distributor spoke to the facility contact who could not confirm that the device involved was a genicon product. The report will be updated with additional information if it becomes available.